Event description:
The facility reported the surgeon was taking off the removable scissor tip from the instrument following laparoscopic surgery, and the composite hood broke into several fragments and fell into the patient. The procedure was delayed an additional thirty minutes as the pieces were removed. The sample was returned to the returned to the manufacturer for analysis and it was visually confirmed the hood had two parallel cuts on two sides.

Manufacturer narrative:
A review of the complaint history does not indicate a complaint trend with this product. Reference a. The patient's information is unknown. The customer reported there was no consequence to the patient. The device was used for treatment and not for diagnosis.